Manufacturer narrative:
This supplemental report is being submitted to correct information in section h8 which was submitted in the initial report.

Event description:
No additional information reported by customer.

Event description:
It was reported during a therapeutic rapa hernia procedure, the flex deflectable videoscope exhibited image noise and a green image when applying angulation. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had snowflake effect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of an electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.